Manufacturer narrative:
Memory analysis while implanted: review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Lab analysis post-explant: the returned device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the device exhibited a patient data alert. This occurred during an office follow-up. Technical services advised that the original implant date will be permanently lost and replaced with the date that device was setup. A review of the device downloaded memory was done by technical services. This appears to be a benign pd error. The clinic should consider adding a patient note to indicate the correct date of implant. There is no impact on therapy. Later, the device was explanted but not replaced. There were no additional adverse patient effects.

Event description:
It was reported that the device exhibited a patient data alert. This occurred during an office follow-up. Technical services advised that the original implant date will be permanently lost and replaced with the date that device was setup. A review of the device downloaded memory was done by technical services. This appears to be a benign pd error. The clinic should consider adding a patient note to indicate the correct date of implant. There is no impact on therapy. Later, the device was explanted but not replaced. There were no additional adverse patient effects.

Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.